Event description:
Patient gender: bowel resection. According to the reporter: gia 60 was fired across the small bowel, frank leak of success (bowel leak) from both stapled ends was seen. Pt needed more of the small bowel resected and re-firing of the stapler. Stapler fired across the stapled ends and stool was leaking. The tissue was of normal thickness and the blue load for gia 60 was the correct one to use. The stapler was fired a second time, after the bowl was further resected, without incident with a new load in the same stapler. No add'l info available at this time.

Manufacturer narrative:
Date initial report sent: 09/22/2009.